Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient was having pain and discomfort in hip joint. So surgeon went in to do a hip and liner exchange and noticed that the proximal portion of the stem was rotating. He pulled the stem and replaced with a reclaim revision stem and replace liner and put new femoral head to help with stability. It was also reported that patient had loosening of the stem at bone to implant interface. Doi: (B)(6) 2018, dor: (B)(6) 2020, affected side: right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.